Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The product evaluation visual inspection revealed that the first positioning pin had broken off one of the tips. The hardness was measured and the complaint was deemed valid from a manufacturing standpoint. The hardness of the parts can vary due to the different shapes and forms of the parts. An internal corrective action has been opened to address this issue.

Event description:
It was reported that during a medial fusion of the foot while trying to contour the plate, the plate bender tip broke off. Contouring was completed and all pieces were retrieved. The small tip that broke off was probably discarded. The patient was not harmed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).